Manufacturer narrative:
The subject stretcher was returned to the manufacturer for a visual and functional evaluation. Both sidearm assemblies were reviewed. All required components were present, undamaged and moving freely. The sidearms were cycled and fully locked into place. Pressure was applied to each sidearm while in the locked position and both sidearms remained in the locked position. The reported issue could not be confirmed or duplicated. No additional information was provided on the patient's alleged injury.

Event description:
While transporting a patient, it was alleged the patient fell off the stretcher when the left side rail malfunctioned. The patient contacted the ground and sustained a laceration above the left eye. The patient was evaluated at the hospital. The nature and outcome of the medical intervention was noted as confidential.